Manufacturer narrative:
The surgeon in this case indicated the revision was due to patient condition and not as a result of the product function. There are no indications of any manufacture defect with the reported explanted items. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 3 of 4.

Event description:
A revision was performed due to progressive resorption of the left condyle.